Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a burn occurring on the tissue of the patient. It was reported that there was device related burn and the insulation was damaged. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during left thoracoscopic wedge resection, left thoracoscopy completion lingula bisegmentectomy and a left thoracoscopic mediastinal and hilar lymphadenectomy. After removing the necessary lymph nodes the surgeon was pulling the scope out when she noticed that approximately a 4mm section of the left lung tissue had burned. The surgery was paused while the device was inspected and found to have a small burn through the insulation approximately an inch from the tip. The burn did not require further treatment. The electrode did not break or fell into the patient. The device was removed from the field, a new one was used and the surgery was completed.

Manufacturer narrative:
Correction: e4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during left thoracoscopic wedge resection, left thoracoscopy completion lingula bisegmentectomy and a left thoracoscopic mediastinal and hilar lymphadenectomy. After removing the necessary lymph nodes, the surgeon was pulling the scope out when she noticed that approximately a 4mm section of the left lung tissue had burned. The surgery was paused while the device was inspected and found to have a small burn through the insulation approximately an inch from the tip. The device was removed from the field, a new one was used and the surgery was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.